Event description:
N/a

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) had a damaged ambient temperature sensor. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
(B)(6). The getinge field service engineer (fse) that encountered the issue replaced the front end board. Full calibration, functional, and safety checks were performed which passed to meet factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) had a damaged ambient temperature sensor. There was no patient involvement, and no adverse event reported.